Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during anterior resection of rectum, an abnormal noise was heard on the handle, and the firing could not be performed at all. The same reload was connected to a new handle, and the firing was able to be performed without problem. There was no patient injury.